Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that a supply bag had disconnected without falling. The technical service representative reviewed proper procedures as per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The supply bag disconnecting is the known reason for this alarm. The cause of the supply bag disconnecting was undetermined. The device was not returned and an evaluation was not completed. Should additional relevant information become available, a supplemental report will be submitted.